Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps saying glucose was stopped and they thinks it might be getting old also. Customer's blood glucose value was unknown. Customer declined and stated that they did not know it would take this long. The device will not be returned for analysis.